Manufacturer narrative:
This report will be updated as additional information becomes available.

Event description:
Us endoscopy was contacted by a legal nurse consultant who disclosed awareness of pending litigation which alleges a patient death associated with an egd procedure which included a capsule endoscope and use of the advance capsule endoscope delivery device for delivery of the capsule endoscope. The reporter stated us endoscopy is not a party to the litigation and provided no further information concerning the patient nor procedure.

Manufacturer narrative:
Despite several follow-up attempts, us endoscopy was not able to obtain any additional information regarding the reported event. Should additional information be obtained in the future, an additional follow-up report will be filed.